Event description:
Complaint received that the foot caster would swivel when the brake was applied. No injury alleged.

Manufacturer narrative:
Technician replaced the foot right caster and adjusted all other casters to resolve this issue.